Manufacturer narrative:
A ge service representative performed an onsite investigation. The general interface board and fluoro functions board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the live image screen was white when taking x-rays. No patient injury was reported.